Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for an elevated blood glucose (bg) level of 838 (mg/dl) and diabetic ketoacidosis. While in the hospital, customer was treated with intravenous insulin. Review of pump data by tandem technical support on (B)(6) 2016 did not reveal any anomaly in pump performance. Pump history showed that insulin delivery had been manually stopped, and subsequently, the resume pump alarm was declared; however, no additional information was surrounding this event. Additionally, pump history showed that the customer accidentally entered a bg value of 23 (mg/dl) while trying to program a bolus, but the customer did not deliver the bolus. Customer then went back in to the pump and entered a value of 23 grams for carbohydrates while programming a bolus. Customer was released from the hospital on (B)(6) 2016 with a bg level of 151 (mg/dl) and described as hemodynamically stable.